Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7088b, implantable pulse generator, implanted: (B)(6) 1997; 4024, implantable pacing lead, (B)(6) 1997. (B)(4).

Event description:
It was reported that the right atrial lead was not capturing. The lead was capped and replaced. The patient was also noted to have reactive pericarditis which was treated with medication. No patient complications have been reported as a result of this event.